Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient reported still having a leaking problem that happened overnight and into the morning. Patient reported she had never turned the patient programmer (pp) on and inquired if that could be why ins was not helping with patient¿s symptoms. Patient reported leaking started on the (B)(6) and into the (B)(6). Patient had access to the pp and the patient reported not having the ability to change programs or adjust stim. Patient stated after ins was implanted patient¿s settings were set on pp. Patient reported she was told patient would not have to make any change for 6 months. Patient reported she did not get any instruction on whether patient could increase, decrease or change programs. Patient was redirected to follow up with the healthcare professional (hcp) to discus symptoms and possible changes to patient settings/stim. No further symptoms or complications reported or anticipated.